Event description:
The customer reported that he received a prime rewind alarm on his insulin pump. The customer's blood glucose level was 300 mg/dl. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.